Manufacturer narrative:
Complaint evaluation the customer requested that a philips field service engineer (fse) be dispatched to the customer site. Ran operational check on 1 and 2 batteries. The fse was unable to duplicate the reported failure. Device passed all checks. Customer resolution and conclusion philips is unable to rule out that a malfunction did not occur. As the issue could not be duplicated during evaluation, a definitive cause for the alleged failure could not be determined. The device remains at the customer site, put back into service. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the device experienced a power failure. There was no patient involvement.